Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead continued to exhibit low sensing values despite repeated relocation attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.